Manufacturer narrative:
The customer was provided with a replacement battery. The device was not returned to stryker for evaluation. The reported issue could not be duplicated and verified. The root cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that the device would not power on when lid of the device is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that the device would not power on when lid of the device is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.